Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, e1204105 lot cn103912, does not reveal any evidence of failure involving this instrument. This instrument has not been received for over 60 days since the incident awareness date; therefore, this complaint will be investigated without the device available. No images or other medical documentation was provided to assist in the complaint investigation. This lot was manufactured in 2024. Review of the design history record (DHR) for the subject manufacturing lot indicates that this instrument was manufactured to specification. It is unknown what may have caused the initial instrument failure. According to mpo document (B)(4), common instrument failure modes, due to improper assembly in the field, the guide is unable to function as intended and malfunctions or disassembles during use. Failure modes include: sliding mechanism at the back of the guide will not move (slide up or down), resection slots corresponding to the posterior chamfer and/or the anterior chamfer are partially blocked by the sliding mechanism at the back of the resection guide, adjustment dial (instrument shaft cam) will not work, sliding mechanism is jammed, disassembly or unraveling of the resection guide during use, missing components (like instrument cam, compression spring, instrument shaft, and/or instrument slide). It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of other clinical information. Upon receipt of additional information, this investigation will be reopened and updated.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the size 5 cutting block was adjusted to zero on the ap adjuster before it was offered up to placed on the distal femur. It was pushed on by hand and when the anterior cut was checked with the angel wing it was noted that the block would give a notch cut. It would have given a notch even in the lowered (-2) position. Before I could check it was removed by the surgeon to check with a 4 and the pin mechanism came apart. It took some time to put it back together (no instructions on re-assembly as dismantling is not permitted by theatre or cssd). After some time to work out re-assembly it was rebuilt correctly, tested by moving the mechanism +/- 2mm and slots angel wing checked. It was re-positioned on the bone and checked in ap-movement with the screwdriver and the chamfer slots & cuts were checked with the angel wing before usage. On inspection after the case, the mechanism worked fine, locked in each +/- 1or 2mm position and did not move beyond the extreme +/- 2mm position. All slots were clear to the angel wing. I could not get it to dismantle again and it seemed ok to visual and phisical inspection. Given these are not meant to be dismantled for cleaning or maintenance by an mpo engineer, he surgeon is concerned that it may fail again. If this happened with no mpo employee present a case may need to be abandoned to another knee if a back up set isn't available. The surgery was extend more than 30 minutes.